Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post-implant, the right atrial (ra) lead and right ventricular (rv) lead dislodged. It was noted that the rv lead also caused a perforation which required a chest tube placement. The ra lead was repositioned and remains in use. The rv lead was explanted and replaced. Four days later, the replacement rv lead exhibited high thresholds and possible dislodgement was suspected. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.